Event description:
My eye became very irritated, and felt like the cornea might have been scratched. Went to dr. He prescribed antibiotic drops and told me to stop wearing my contact lenses for 2-3 days. During the appointment, I told the dr I had been experiencing discomfort of my contact lenses for months, ever since I had changed the lens brand from acuview to acuview advance -with "hydraclear"-, which was supposed to be more comfortable to wear. The dr asked what cleaning solution I used and I told him renu -with moistureloc- he said renu did not appear to clean this type of lens very well and recommended I switch to clear care, a no-rub cleaning solution that used hydrogen peroxide and a neutralizer. I made the switch and the irritation stopped. My lenses have been much more comfortable. I still use the renu as a rub rinse before putting the lenses in my eyes after an overnight clean in clear view. I did not have problems with renu prior to changing the contact lens type. I don't know if the infection/irritation I developed was fusarium, but the correlation with renu made me think I should report it. I suggest the lens type as well as use of renu be investigated to see if there is a correlation with the "hydraclear" type lenses.